Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 2 of 2 attempts. No seal failures were found in logs. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found to have failed mechanical engagement based on log review. The log review of customer system confirmed 2 engagement failures. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 2 of 2 attempts. The log review showed 2 engagement failures via error code 22020 indicating engagement failure on the wrist pitch axis.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the synchroseal instrument could cut but would not coagulate. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.